Manufacturer narrative:
A follow up was performed with the customer, and it was reported that there was no issue with the device, and was caused by the respiratory staff and the circuit type that was being used. The customer performed a full performance verification test, and the device was returned to service. Additional details were requested for the circuit type, but no response was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The device was in clinical use when the issue was observed; the patient was moved to a different ventilator. There was no medical intervetion or delay in therapy reported. No patient or user harm was reported.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a standby issue. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a standby issue. The customer stated that after the device was in standby mode, the device triggered out of standby and went back into the normal operational mode. The rse informed the customer that the device is working properly. The rse then provided the customer with details regarding the average air flow settings; it was found that device was reading 1.1 stand liters per minute (slpm). Due the readings observed, the rse informed the customer that flow may cause issues with the standby mode. The rse advised the customer to perform a full performance verification test and confirm the flow for air and oxygen. Investigation ongoing / resolution pending.